Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Reasonably known information suggests probable causes such as damage of parts due to wear/ deterioration/ some kind of physical stress. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation, that the uretero-reno videoscope control unit is sticky. There was no patient involvement.